Event description:
It was reported that this pacemaker recorded high out of range pacing impedance measurements and oversensed noisy signals. Technical services (ts) was consulted and reviewed the deice data, determined that the out-of-range pacing impedance measurements were exhibited on a non-(B)(6) lead. Additionally, ts suspected that stored events were myopotential noisy signals that were oversensed by the device, without pacing inhibition noted. No adverse patient effects were reported. This pacemaker remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).